Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip would not release after being fired. They had to gently tugged the clip a few times for the clip to release from the catheter. Eventually, the clip fell off. It was reported that a potential bleeding occurred. No treatment was reported to be performed for the potential bleeding. No further information has been obtained despite good faith efforts.